Event description:
It was reported that the pump touch screen was on, but the display remained black. There was no adverse impact to the customer¿s blood glucose level. Customer reverted to multiple daily injections as backup therapy.